Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing and diminished sensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 and lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.